Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 172 mg/dl. Customer was unable to clear the alarm but was able to complete pump rewind. Self test was performed and it did not pass. The device will not be returned for analysis.